Event description:
The facility reports the resident was being changed on bed then moved to a lumax or gerry chair when the incident occurred. The resident was picked up off the bed and moved approximately 3 feet to the lumax, which was beside the bed. Resident was over the chair and being lowered into the chair when the stitching on the lifting strap completely gave out. The stitching, which holds the loop where the d-ring attaches, completely tore. This caused the resident and the cassette to free-fall. The resident fell approximately 15 inches into the chair. The cassette hit resident in the left side of the abdominal area. Resident had no visible injuries, but was taken to the (B)(6) the following day to be examined. No injuries were found. The device was examined; no visible faults were found. The device was in good operating condition. The stitching on the black lifting strap on the device was completely separated at the loop. The strap had just been serviced/changed on (B)(6) 2010. The sling being used was in good condition, not worn and in serviceable condition. (B)(4).

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.